Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported bleeding requiring medical intervention. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient felt pain at the pod¿s insertion site (abdomen) while wearing the device between 4 and 24 hours. The controller alarmed to deactivate the pod, and when the patient removed the pod, the site started bleeding. The patient visited the hospital to stop the bleeding. No impact to the patient's glucose level was reported.